Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously high mchc and low rbc results were generated by coulter act diff 2 analyzer. The erroneous results were not reported out of the laboratory. Review of the data shows that the instrument generated low rbc, hct, and high mchc results without instrument generated flags. The customer obtained higher rbc and lower mchc results on the same samples, and released the results as they were considered correct. There was no death, injury, or change to patient treatment attributed to this event. The three patient results provided by the customer indicate that the erroneous results were obtained on (B)(6) 2012. This report documents the event on (B)(6) 2012. The event on (B)(6) 2012 is documented in MDR# 1061932-2012-00609.

Manufacturer narrative:
The samples were collected in 3ml bd k2 edta tubes and stored at room temperature for less than 1 hour. Controls run before and after the event were within the established limits and the instrument is currently performing within qc specifications. Field service engineer (fse) replaced the rbc aperture, pinch tubing, waste filter, fluid barrier, probe, probe wipe, mixing check valves, and installed vacuum pump kit. The customer indicated that they received frozen reagents which were in use after storing at room temperature. The fse ordered new reagents for the customer and monitored the account. The customer performed reproducibility tests using the new reagent and obtained acceptable results. The customer began to use old reagent in stock again, but no further issues were reported. Although hardware and reagent issues were addressed, the definitive cause for the event has not been determined.